Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced hernia recurrence and adhesions. Post-operative patient treatment included surgery to remove mesh as well as additional implant.

Manufacturer narrative:
Additional information: a3a, a4, b5, b7, d8, e1, g1, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, pain, inflammation, foreign body giant cell reaction, infection, allergic reaction to product, obstructions, perforation, abdominal pain, and numbness. Post-operative patient treatment included surgery to remove mesh, hernia repair with new mesh, lysis of adhesions, revision surgery, partial explant surgery, and medication.